Event description:
It was reported that on (B)(6) 2010, a 3.0x15mm xience v stent was successfully implanted in the proximal right coronary artery (rca) lesion and a 3.0x28mm and 3.0x15mm xience v stents were successfully implanted in the mid rca lesion. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2015, the patient expired at home. Per study physician, the relationship of the death to the device is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience v (3.0x28, 3.0x15); other: aspirin, clopidogrel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.